Event description:
It was reported to philips that the customer was unable to acquire images due to an image disk problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure which was completed by deleting the previous cases. The philips remote service engineer (rse) inspected the system remotely and confirmed that it was unable to acquire images due to an image disk problem. There was a remote alert indicating free disk space is too low. Review of the system log files indicated the cause of the issue was the disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, image processing pc, and the flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, philips has implemented a medical device correction z-1151-2024. Also, rse performed a database consistency check and repair to delete dangling images, performed a recreate image storage to delete the image database, and configured the xper database to add an automatic archive node for vascular protocols. Cases were now unlocking and will automatically delete when space is needed. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.